Event description:
Physician was utilizing the needle for biopsies inside the patient's lung when the physician noticed that the catheter sheeth was breaking off in the patient's lung. The physician was able to retrieve the foreign body. The needle was then taken out and not used for the rest of the procedure. The coordinator was made aware and he reached out to the rep for olympus regarding the issue. No patient harm.